Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Insulin pump also receive with cracked case(battery tube), cracked battery tube threads, missing serial number label, cracked keypad at select button and peeling keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the back and silicone cover on it customer notice water that goes inside his pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.